Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called alleging a redo check message on her lfs meter. Since she had obtained a redo check message, she took insulin after attempting to use the meter and contacted her md for advice. Md did not treat the pt. Ccr ran a check strip test three times and all three readings fell out of range. Check strip was in good condition and was less than a year old. This case is being reported as a malfunction, since the meter falls out of calibration with the check strip.